Event description:
It was reported that a pt underwent a bilateral lasik treatment on 3/11/1998. After the treatment of the pt's right eye the microscope assembly on the apex plus excimer laser was jarred. The treatment of the pt's left eye resulted in a partial ablation of the cornea. Info received indicated that the pt's 1 day post-op ucva was 20/20 right eye 20/25 left eye with diplopia.